Event description:
During a right thigh shuntogram and veinagram with possible percutaneous translumenal angioplasty in 2007, the physician was inserting the balloon into the right iliac vein. He had inflated the balloon, but was unable to deflate it. The physician gave the patient additional heparin until the balloon deflated on its own.

Manufacturer narrative:
Evaluation: the customer has returned the complaint device in an opened and used condition. During the investigation, the device was inflated using tap water; no abnormalities were detected when deflating the balloon. Unfortunately, the customer did not provide a contrast mixture. Based upon the information provided, we are unable to determine with certainty why difficulty was experienced. Nevertheless, the appropriate individual has been notified. This device is inspected within the balloon quality control department; ensuring the balloon properly inflates to the specified parameters, rewraps properly when negative pressure is applied, visually verifying the shaft material is free of bends, kinks, and other surface imperfections prior to transport.